Event description:
During surgery, the doctor was using instrument and at some point noticed the end was split. Additional info received from the sales representative on (B)(6) 2010. The pt was a female in her 50's with unk medical history. The surgery was a l5-s1 fusion. As the surgeon was trying to tighten the screw, he was unable to obtain a strong connection between the driver and the screw when it was noted that the driver tip was cracked and split partially up, the distal end. No pieces broke off the driver. The surgeon was able to complete the case with the other driver, and there was no surgical delay. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product, and eval is pending upon completed investigation of the product.